Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was observed to be in backup vvi mode. The cause of the event is suspected to be due to a MRI procedure. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information indicated interrogation of the device was not possible. An explant procedure is anticipated but not yet scheduled.